Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, it was observed the patient's right ventricular lead had an insulation break. The insulation had detached from the lead pin, and the conductor coils were exposed proximal to the pin. The lead was capped and replaced. The patient did not experienced any symptoms and was stable before, during, and after the procedure.